Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 7 months. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on going. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was readmitted for a pump pocket infection. The infection was cultured and the patient was provided IV antibiotics. The patient was symptomatic. The lvad was functioning as expected. The lvad team will continue to monitor. No additional information was provided.